Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. Technical services (ts) discussed that, there have been spikes in impedance measurements. The patient stated that this device emitted beeping tones. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. Technical services (ts) discussed that, there have been spikes in impedance measurements. The patient stated that this device emitted beeping tones. No adverse patient effects were reported. This device system remains in service. Further information was received that ts reviewed device data and noted that the intermittent variability in the pacing impedance may be attributed to fretting at the ring contact and that the presenting electrogram (egm) was clean/artefact-free. Continuing normal, routine follow-up was recommended. No adverse patient effects were reported. This device system remains in service.